Manufacturer narrative:
G4: 06jul2020. B4: 06jul2020. The manufacturer's field service engineer (fse) confirmed the touchscreen was not responsive to the calibration. The customer replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Dare of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported a touch screen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.